Event description:
New information received notes that the lead was capped and replaced on 31 july 2020 due to oversensing found in clinic visit. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, oversensing noise was noted on the right ventricular (rv) lead. No issues were noted related to pacing. Programming changes were made. The patient was stable.